Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported "3-4 months" after injection to the midface with juvederm voluma with lidocaine as well as concomitant injection to the nasolabial folds and marionettes with jevederm volift with lidocaine and to the under eye area with juvederm volbella with lidocaine pt developed "swelling in under eye area, left malar area and left midface." Pt was treated with aerius and cataflam and symptoms resolved.